Event description:
Hospital nurse reported that the pt was hospitalized for dka. Pt reported that they were ill 24 hours prior to being admitted and think they got a virus from a friend. Pt was treated and released.